Manufacturer narrative:
Reported event was not confirmed. Review of photographs provided for the explanted products show that the femoral condyle has fractured. Photos of the poly components show damage that most likely occurred due to the femoral fracture. X-rays reviewed by mmi state that the mild narrowing of the medial compartment of the knee is demonstrated with mild genu varus and periprosthetic lucency surrounding the tibial component. Femoral fracture was not reported through the x-ray review. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to femoral implant fracture 7 years post implantation. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: vngd ant stblzd brg 12x83, p/n: 189122, l/n: 977860, series a pat std 40 3 peg, p/n: 184770, l/n: 273830, biomet cc cruciate tray 83mm, p/n: 141236, l/n: j2242603. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due the implant was not released. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial left knee arthroplasty 7 years post implantation. Subsequently, the patient was revised due to femoral implant fracture. No additional patient consequences were reported.